Event description:
Event was reported to caldera medical by an attorney. Legal complaint states that pt suffered serious bodily injuries, including, but not limited to, recurring urinary incontinence, vaginal discomfort, pelvic pain, bladder pain, infections, and other injuries. No additional info was provided.